Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure, right heart failure, bleeding, suspected thrombus, patient condition, and patient expiration) could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. Requests for product return were sent to the account; however, no response has been received at this time and heartmate 3 left ventricular assist system, serial number (B)(6), has not been returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, right heart failure, multiple types of organ failure, thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2021 due to withdrawal of support secondary to gangrenous extremities. The extremity issue was likely caused by micro emboli from a mechanical mitral valve resulting in tissue ischemia and necrosis patient also had postoperative bleeding, right heart failure and multiple organ failure. No additional information was provided. It was additionally reported on 14oct2021 that the patient's gangrenous extremities was not device related and was likely due to microscopic emboli from a mechanical mitral valve resulting in tissue ischemia and necrosis.